Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to low blood glucose with blood glucose of 38 mg/dl, the customer current blood glucose was 217 mg/dl. The customer was hospitalized on (B)(6) 2018 around 10am. The customer was treated with emergency room. The customer was not wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.